Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm followed by a venous air alarm occurred at the start of a routine hemodialysis treatment. While the operator was troubleshooting the alarms, the patient experienced nausea and vomiting, which was attributed by facility nurse to a transient drop in blood pressure, and not related to the device. Treatment was stopped without performing rinseback, resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Air alarms at the start of treatment are typically due to air entering the system when making patient connections or inadequate air removal by the operator during prime. Review of the treatment data log file indicates that the cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.